Event description:
It was reported to olympus that the evis lucera elite colonovideoscope had an b30 scope communication error. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and play of the up/down did not meet standard value due to wear of the angle wire. It was also noted that the light guide lens had a crack and there were scratches noted throughout the device. The light guide cover glass and scope connector were deformed. The forceps channel port was shaved and the paint on the scope cylinder was peeled. The scope cylinder was shaved and the control unit had discoloration. The scope connector was dirty due to water leakage and the adhesive on the bending section rubber had a chip. The scope connector could not connected securely due to deformation and an e216 scope communication error occurred due to corrosion on the scope connector. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumable cause could not be provided based on the obtained information. A root cause could not be identified. This issue is addressed in the instructions for use (IFU): as the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.